Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime and displacement test. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
Customer reported via phone call that insulin pump had motor error alarm. Customer¿s blood glucose was unknown at the time of incident. Drive support cap was normal. The customer did not report insulin pump had motor position encoder error. The customer stated that they were able to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Troubleshooting was performed. The insulin pump will be returned for analysis.